Manufacturer narrative:
The local area field representative was contacted for additional information, however no further information was available. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a patient implanted with a tachycardia device underwent radiation therapy. As a result, the device went into safety core with limited functionality. No adverse patient effects were reported.